Event description:
It was reported that the customer experienced high blood glucose of 20 mmol/l, vomiting, ketones and no delivery alarms. It was stated that the customer changed the infusion set, but continued experiencing elevated blood glucose levels, and was taken to the hospital for treatment. It was stated that the customer went back on the insulin pump after the hospitalization, and experienced normal blood glucose levels until the evening, when they began to elevate again. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. However, the doctor and mother did not trust the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.